Event description:
It was reported to medtronic minimed that the customer received a critical pump error, and the location of the damage was at the display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the cosmetic damage and found that the scratch on the display and the damage impacted pump functionality. Troubleshooting was performed for the open book image, explained that the pump performed safety checks, and an error was found. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using [thump]. [Critical pump error (open book image) alarm triggered by pump error [40] (file number: [121]; line number: [536]) critical handling alarmed on (B)(6) 2025 10:01:00.000 due to motor safety test failure. Software error found in r&d logsheet. In addition, critical pump error (open book image) alarm was triggered by pump error [53] in main error log with file ID 65535 and line ID: 65535, isolate to electronic assembly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. P-cap was attached and locked into place properly. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked case battery tube, broken belt clip rails, pillowing keypad overlay, cracked keypad overlay, and keypad overlay texture damage. Critical pump error (open book image) alarm confirmed due to error 40 due to motor safety test failure. Pump error 53 alarm was also noted due to software issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.